Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported 32097 error was confirmed to have occurred in the field. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test passed; however, the fiber power trend shows low reading in all fibers. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue). The root cause is attributed to the parallelogram assembly, the rolling loop assembly and the clock spring assembly in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 1 (usm) had repeating errors that resulted in the customer exchanging the patient side cart (psc) for the case. The procedure was converted to another dv system with no reported injury.